Event description:
The customer reported that the battery will no longer charger to power on the device. No patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.